Event description:
Medtronic received a report, that a patient death. The patient was undergoing aneurysm treatment, implanted spring coil and blood flow diversion dense mesh stent. The reported, device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unknown aneurysm. Aneurysm dimensions, blood flow and tortuosity was unknown. The cause of the patient¿s death was unknown. It was unknown, if dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was unknown. The catheter was flushed as indicated in the IFU. Additional information received reported, that the date of death was unknown. The cause of the patient¿s death was unknown. No equipment malfunction, during the operation was identified. It was unknown, if the patient followed the doctor's instructions and take relevant medications after the operation. Additional, information received reported, that the patient was being treated for an internal carotid artery aneurysm near the internal carotid artery ophthalmic artery. The cause of death was unknown. The full procedure, complications, during the procedure. And when the patient died was unknown. The post procedure angiographic record was not available. It was unknown, if any medtronic devices were responsible for the patient¿s death. Doctors following order or if was dapt taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.